Event description:
It was reported by the user facility's biomedical engineer (biomed) that during preventive maintenance (pm), the roller pump occlusion could not be adjusted enough. There was no patient involvement.

Manufacturer narrative:
The biomed will be making the repairs to the roller pump at the user facility.